Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to touch while charging the battery. Customer had to intermittently disconnect from the power source making charging difficult. While charging, the end of the usb that plugs into the pump usb port started to melt. There was no damage to the usb port. Customer used multiple usb cables and adapters. After changing to another usb cable, battery was charged and pump was no longer warm to the touch. Customer's blood glucose was within range (value not provided). Upon follow up, customer reported no further issues.